Event description:
It was reported that (2) devices were used during a fundoplication. It was reported by the affiliate that the h3tuv handpieces had no function. One of the devices would sometimes work. Another instrument was used to complete the case. There was no consequence to the pt.